Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-07583. (B)(6) clinical study. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2015, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion #1 was located in the mid right coronary artery (rca) with 80% stenosis and was 24mm long, with a reference vessel diameter of 3.5mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.50mmx28mm synergy drug-eluting study stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was located in the distal left circumflex (lcx) with 90% stenosis and was 16mm long, with a reference vessel diameter of 3.5mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50mmx20mm synergy drug-eluting study stent. Following intervention, residual stenosis was 0%. Two days post procedure, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2016, the patient was diagnosed with unstable angina and was hospitalized for percutaneous coronary intervention (pci). On the same day, coronary angiography was performed and revealed, 99% in-stent stenosis in distal lcx and 95% in-stent restenosis in mid rca. The 99% stenosis in distal lcx was treated with pci with 0% residual stenosis. The 95% stenosis in mid rca was treated with pci with 0% residual stenosis. Four days after, the event was considered to be recovered/resolved with sequelae and the patient was discharged on the same day.